Event description:
A customer reported that their AED will not power on, but it powered on with a spare battery pack. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 the AED identified that it was placed into service with out the pads attatched, and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash until the battery depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack and pads was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.